Event description:
During a shoulder arthroscopy sometime in 2001 a piece broke off the disposable cannula. The surgeon attempted to locate the piece for approximately 15 minutes. Unknown how large a piece broke off and unable to retrieve. No patient complications reported by the surgeon.